Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, g3, g6, h2, h6 (clinical code, and device code).

Event description:
It was reported that a patient with a 23mm magna aortic valve is under evaluation for a possible valve in valve procedure after an unknown implant duration due calcification and degeneration with stenosis. The patient presented with heart failure.

Event description:
It was reported that a patient with a 23mm magna aortic valve in aortic position underwent a valve in valve procedure after an unknown implant duration due calcification and degeneration with stenosis. The patient presented with heart failure. Tavr was completed with a 23mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b2, b3, b4, b5, d4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). Engineering evaluation summary: per (B)(4), svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) was unable to be performed as no lot/serial number was provided. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported. H11: corrective data: the additional information was inadvertently omitted under medwatch# (B)(4). The required fields have been updated accordingly, and this correction is being submitted.

Event description:
It was reported that a patient with a 23mm magna aortic valve is under evaluation for a possible valve in valve procedure after an unknown implant duration due to unknown reason.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.